Event description:
It was reported that during an implant procedure, the atrial lead did not take the appropriate curve when j-shaped stylet was advanced in the atrial lead. The physician elected to replace the atrial lead, and a new lead was implanted successfully. The patient had no consequences.

Manufacturer narrative:
The reported event of ¿lead was not taking appropriate curve with j shape stylet¿ was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. The returning stylet was not the j shape stylet. Visual inspection of the lead found no anomalies on the lead body. X-ray examination found the returning stylet was fully advanced and no damage was noted on the lead. The stylet insertion test was performed with a 58 soft j shape test stylet. The j shape test stylet was able to be advanced/removed from the lead without any restriction.